Event description:
In pinning the stubby pins to hold the tibial tray during a sigma total knee, the pin went through the medial tibial cortex and caused a fracture in the proximal tibia. The surgeon said the stubby pins are placed too far to the periphery of the tibial tray and on the smaller tray trials, the pins hit on the medial tibial cortex. He says the pin holes in the tray trial should be moved away from the periphery of the tibial tray trial. The fracture had to be plated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.